Event description:
Device 2 of 2 (refer to manufacturer's report number 1627487-2008-00032 for device 1). The patient was implanted with a scs system in 2008. It was reported that the patient developed an infection and the system was explanted at approx eight months later. The explanted system was not returned to ans for evaluation. It was reported through follow-up that the patient is doing good, and was reimplanted about seven days later, 2008 with a new scs system.

Manufacturer narrative:
Evaluation for device 2 of 2 (refer to manufacturer's report number 1627487-2008-00032 for device 1). Method - device history record and sterilization record were reviewed, no anomalies noted. Results - all records reviewed were found to meet specifications. Ans, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans, inc. Defers to the patient's physician regarding medical history.